Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted a kink 7cm from the distal tip, most probably caused by handling of the device. The proximal section of the device was found to be fractured. Scanning electron microscopy found that fracture surface exhibited elongated dimple ruptures due to a bending action. There were compression and tension zones within the fracture surface. No material anomalies were noted. It was concluded that the fracture was caused by a bending movement. Based on the information provided and the investigation it was determined that the device most likely fractured during manipulation to insert the device into the microcatheter. Therefore, the cause of the fracture was most probably due to operational context.

Event description:
Analysis of the retuned device found that it was fractured. There was no reported clinical consequence to the patient.